Event description:
It was reported that a revision was done to remove an anthem ankle plate due to post-operative infection.

Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.